Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting oversensing, loss of capture associated with asytolic events. The clinical observation was reproducible when pressure was applied to the lateral aspect of the titanium casing.